Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacture's data base indicated the patient died approximately three months post the implant of the cardiac resynchronization therapy defibrillator (crt-d) and two leads. A cause of death has been requested and not received.